Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A company representative reported via phone call that the customer's insulin pump had a blank display. Blood glucose level at the time of the incident was not provided. The customer was instructed to call back to troubleshoot. The insulin pump was not replaced or returned for analysis.